Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2019 where three implants were installed on each side. The patient's si joint pain resolved but complained of right leg pain following the procedure. The surgeon determined that the most superior positioned implant on the right side was impinging on the s1 neuroforamen causing radicular pain. Two weeks after the initial procedure, the surgeon performed a revision procedure where he backed up the right side superior positioned implant approximately two centimeters. The implant was not removed. None of the other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.